Manufacturer narrative:
The user facility reported three collapsed units, model bb14. All units were from the same manufacturing lot. All better bladder units are visually inspected and tested during manufacturing prior to release. Testing includes leak testing to verify a hermetic seal. The units met all acceptance criteria. Evaluation of the two returned units found one leaking unit leaking at the base of the housing port accommodating the pigtail tubing. This is considered an isolated event with the following rationale: units are manufactured individually and there have been no other complaints received for this manufacturing lot. This is the first complaint for a leaking unit since (B)(6) 2017. The defect rate for this failure mode since november 2017 is less than (B)(4). The other unit tested met all acceptance criteria. Conclusion: the complaint was confirmed for unit 1, but not for units 2 and 3. The root cause for unit 1 has not yet been determined, although it is deemed an isolated event. The complaint for units 2 and 3 could not be confirmed. The most probable root cause is a poor connection anywhere between the pigtail and the pressure transducer. This is considered an operator error but cannot be confirmed by the manufacturer.

Event description:
On (B)(6) 2020, a hospital notified the manufacturer that three better-bladders, model bb14, began to collapse within 24 hours of clinical use. The units were immediately replaced and no harm or adverse effect to the patient were reported.